Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000450, product ID: bi71000576. The system was serviced in the field, and the system was found stuck on the initialization screen. The representative also found the generator disabled. The system logs were verified and found multiple 5v, +15v and -15v out of spec. Only 22v and 220vac inputs were present. The power supply (ps1) and starter upgrade kit (which included the starter board plus stator cable) were replaced, and all ps1 voltages were measured and all were within specs as a verification of the repair. A system checkout was performed with no complaints and was given back to the customer ready to use. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that while setting up to use the system, it would not boot out of stuck on initializing. Rebooting didn't resolve the issue. Another system was used for the procedure. The event caused a surgical delay of 45 minutes. There was no impact on patient outcome.

Manufacturer narrative:
D9/h2/h3/h6: the power supply (product ID: bi71000450, lot #: ki4480047 rev. F) was returned and analyzed. When installed in a test system, the system did not initialize. The generator did not ready. They output voltage failed and measured 0vdc. Codes b01, c02 and d02 are applicable. The starter (product ID: bi71000576, lot #: s1647tjz) was returned and analyzed. When installed in a test system, the system readied and booted multiple times successfully. Several 2d and 3d images were performed and were successful. No errors were observed while testing. Codes b01, c19 and d14 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.